Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead programmed to off until the device required replacement. The lead has now been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2008, (B)(4) heart ring (B)(6) 2008, (B)(4) implantable tachy lead (B)(6) 2008, (B)(4) implantable pacing lead (B)(6) 2008.